Manufacturer narrative:
It was reported that the tubing separated from the drip chamber. Five unused samples model ms3500-15, lot 22079033 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. All sets all had solvent bonding the tubing and drip chamber and the there was no separation. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model ms3500-15 lot number 22079033 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris secondary set disconnected the following information was received by the initial reporter with the following: occurrence: 2 issue: tubing disconnected from drip chamber causing chemo spill sample: discarded impacted samples but does have representative samples from lot to return for testing adverse events: exposed to chemo comments on 10/06/2024 1. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? A. This happened once when rn took the chemo out of the bag and another time when they were at the wow doing a double check. B. Unclear if any injury but rns and patient exposed to chemo, long term affects unknown 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. A. Unclear, but nothing immediate 4. Date of event: a. Once on 5/31 and another on 6/1.